Event description:
Healthcare professional reported unknown side "infection: abscess formation, cellulitis, redness, local heat sensation, swelling, pain" and a positive culture test. Patient was treated with antibiotics. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of infection, abscess, and cellulitis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "infection", "abscess formation", "cellulitis".

Event description:
Healthcare professional reported "infection: abscess formation, cellulitis, redness, local heat sensation, swelling, pain" and a positive culture test. Device remains implanted.